Event description:
It was reported to boston scientific corporation that during preparation for a procedure using an uphold vaginal support system, the (B)(4) lid was discovered to be torn. There were no complications to the patient, who is over 18 years of age and is fine. No further information is available.

Event description:
It was reported to boston scientific corporation that during preparation for a procedure using an uphold vaginal support system, the tyvek lid was discovered to be torn. There were no complications to the patient, who is over 18 years of age and is fine. No further information is available.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned device revealed no damage to, or defects on, the mesh assembly. A portion of the box was torn off and returned. The tyvek lid to the package was folded for shipping. There were no visible tears to the tyvek lid; therefore, the reported failure could not be confirmed.